Event description:
Customer reports discrepant results between two shipments of hba1c assay lot 0791. Three pts were tested using a test kit from each shipment with the following results: patient 1: lot 0791 (1st ship): 5.9, lot 0791 (2nd ship): 4.8. Patient 2: 7.0, 5.8. Patient 3: 6.0, 4.8. Customer further states that controls for the 2nd ship were low.

Manufacturer narrative:
There was no impact to the pts care.